Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. The patient developed a vaginal erosion of the mesh in 2008 and underwent an excision by the implanting surgeon. The patient experienced continued pain following this and developed urinary symptoms in 2011. The patient had a cystoscopy showed a mesh erosion into the bladder. The mesh was removed laparoscopically. The patient developed further symptoms and cystoscopy showed further mesh erosion into bladder. An excision of the mesh from the bladder was performed via vaginal route. The patient experienced a prolonged in-patient stay with catheterization following. There was no further information provided.

Manufacturer narrative:
(B)(4). Mesh exposure. Undefined urinary symptoms. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.